Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, the device was interrogated and there were episodes of inappropriate anti-tachycardia pacing (atp) noted. The atp was delivered for an atrial fibrillation (af) but the shock was aborted due to a return to sinus. The device was reprogrammed and the patient was stable.